Manufacturer narrative:
Lead model 3998, lot # v045723, implanted: (B)(6) 2007, explanted: na; extension model 3708240, lot # nkb002152n, implanted: (B)(6) 2007, explanted: na; neuro adaptor model 3550, lot # n290843, implanted: (B)(6) 2011, explanted: na; neuro adaptor model 3555, lot # n306265, implanted: (B)(6) 2011, explanted: na; programmer model 37743, lot # nke176699n.

Event description:
Additional information received noted there was an impedance reading >10000 ohms. All combinations with 0 were greater than 10000. Other contacts were between 800 to 1000. The reason for open circuit was unknown. The patient was able to feel stimulation, they were just optimizing it for patient use, now that they knew the 0 electrode was open.

Event description:
It was reported that impedance readings were greater than 10,000 ohms on lead electrode 0, two days following implantation of the patient's implantable neurostimulator. No patient symptoms were reported. The patient's lead electrode 0 was not programmed and the patient received "great" therapy and pain coverage. There was no shocking or surging sensation at the device pocket site, as there had been with the prior neurostimulator. Information related to the prior implanted neurostimulator was previously reported and can be found in manufacturer report # 3004209178-2011-09361.